Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hysteroscopy on (B)(6) 2019 and the electrosurgical device was used. It was also reported that hand loop broke during the surgical procedure. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 04/29/2019. Summary: the device has not been returned for evaluation in its original packaging and has been used. The device as presented clearly shows that the arms of the active tip electrode have snapped at the point where the loop goes into the vertical bend. The condition of the fracture face of the active tip suggests a brittle failure with no obvious signs of mechanical damage or reduction in cross-sectional diameter. The loop has also been eroded behind the fracture face. Instances of similar failures have been seen historically, with the failure location, mode and method indicating failure due to surface (hydrogen) embrittlement. IFU advising the user not to operate the electrode in the beak of the sheath.